Event description:
Customer emailed saalt to explain that they chose to seek medical care to have their cup removed because they struggled to remove it on their own. Saalt asked additional questions about their experience including the type of cup they were using, how long it had been inserted prior to removal attempts, if the customer could reach their cup for removal, which removal methods they utilized, what the doctor said about their anatomy and cervix height, and we requested photos of the cup. Customer followed up on 12/14/2020 and informed saalt it was their first time using a menstrual cup. The customer had their cup in from 9:00am on (B)(6) 2020 and chose to seek medical attention for removal on (B)(6) 2020. Customer indicated they were only able to reach the base of their cup with one finger and the cup has repositioned within their vaginal canal. Customer read instructions and googled other tutorials. The doctor did not indicate the position of the customers cervix but noted the cup had a strong suction. The cup was disposed at the medical facility and not available for pictures. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."